Event description:
When customer checked the balloon before insertion. There was no balloon on the tip. No patient complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Returned catheter appeared to have been used as light blood was found before decontamination and visible blood residue was observed near residual balloon latex. Balloon latex has detached between the proximal and distal bonds. Detached latex was not returned. Residual latex is present on both bond sites. No introducer and contamination shield returned.